Event description:
It was reported by service report that the brakes could not be activated from any side of the stretcher. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: slotted spring pin.